Manufacturer narrative:
The devices associated to the complaint were returned for analysis. The DHR analysis performed for the corail stem did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint search into the complaints database was performed, no other similar complaint was reported associating the provided product codes and lots combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Surgeon reported to (B)(4): in 2009, primary hip-tep right side. No complication. Increasing pain in the right hip, changing, depending on the load, even at night depending on position. Radiologically a loosening of the stem was seen, no infection. Revision of loose stem on (B)(6) 2014. Intraoperative smears show no pathogen.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).